Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During unpacking of a 2.25mmx12mm synergy ii stent, it was noted that the catheter was snapped away from the balloon. No patient complications were reported as the device did not enter the patient's body.